Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that the representative renamed the latest database to the correct file name and the issue was resolved. No components were replaced. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the site was receiving a message on start up of the system for its fluoro and rad gain calibration that read "an error has occurred that may of damaged the systems's database". There was no patient present.